Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Visual analysis identified red particles observed on the surface of the shell. Unable to observe the event of capsular contracture as it is a physiological event. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii diagnosed by mammography. Device has been explanted and replaced with a non-allergan device.